Manufacturer narrative:
One sample was returned and visually inspected using the unaided eye. Inspection found that the sample had a split on one eyelet and the other eyelet didn't have a split but had a slight tear was starting to develop. The reported issue was confirmed. The split on the eyelet may have been resulted from the device being in contact with a sharp object, but there is no evidence to confirm the root cause. Although an exact root couldn't be identified, a trend of eyelet split/tear as a result of customer use of sharp edge tracheostomy tube holders has been reported. Smiths medical updated the instructions for use that is currently packaged with the product to warn users not to use tube holders with sharp edges and specify examples such as velcro or metal.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that when the customer wiped the neck tape to the flange eyelet, one side of the eyelet broke and the other side had a tear. No adverse health outcome resulted from this event.